Event description:
It was reported that the catheter was being removed due to an infection. When removing the arterial lumen the polyester cuff material came off and was not retrieved by the physician.